Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient was only 6 weeks post-op. They added a spacer to the recharger belt to better immobilize the ins. It was too recent to report whether the ins moving in the pocket had been resolved. No further information complications were reported/anticipated.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty recharging as they would drop from eight coupling bars down to 4 bars. The rep reported that the ins was moving in the pocket. It was stated that they did have access to another recharger and tried to recharge the ins with that, but they had the same issue. Technical services had the rep use the antenna locate (al) feature to confirm that the ins was not too deep and it was reported that the al results were good and the rep was able to get all eight coupling bars after the al test. Technical services reviewed that the patient should use the spacer on their recharge (insr) belt to try and hold the ins in place during recharging. The rep stated that the ins was discharged and they had been charging for an hour and they were now at 25 percent charge. It was reviewed that this sounded good because it takes about an hour to charge 25 percent. The rep stated that they would have the patient try to use the spacer to maintain good coupling. No symptoms were reported. It was reported that this has been occurring since implant (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient thought the ins had settled into place. The patient noted they had not seen their healthcare provider and had not had an x-ray. Patient stated that they still had coupling issues even when the belt was used.